Event description:
It has been reported that a call placed on (B)(6) 2012 (time of call 4:03am mdt) by the rn stated they have gotten a system error 6 alarm on two different pumps. When the clinical support specialist (css) spoke to the rn, he stated that he has a male pt in cardiogenic shock that had a fiberoptix intra-aortic balloon (iab) placed via a sheath in the left femoral artery over 30 hours ago. Yesterday, (B)(6) 2012, they had a "system error 6" alarm on the pump after repositioning the pt. They switched out the pump for a second pump and sent that pump to biomed. Reference MDR #1219856-2012-00361 for the second report involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.